Event description:
Mongo 18 wire was used to knuckle & cross sfa cto approximately 100cm long. Knuckled wire was pushed with 90cm angled navicross & tip sustained moderate damage and became misshapen. Mongo was exchanged for grand slam and lesion was treated with directional atherectomy and self-expanding stent. Stent struts were damaged when spider filter wire became tangled in struts upon capture and removal. Mongo was used later in procedure to deliver .018 diameter shaft balloons through damaged stent struts. While trying to remove mongo, the damaged tip became tangled in the damaged stent struts and approximately 1cm was separated from rest of core wire in the body. The tip fragment was then removed using a goose-neck snare through a 6fr guide catheter and long 6fr sheath.